Event description:
On (B)(6) 2013 the company was informed via e-mail correspondence that a patient presented with subcutaneous emphysema after robotic prostatectomy. The patient was readmitted and it is understood that the symptoms cleared uneventfully. No user facility report has been received to date.